Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Risk document was reviewed and ineffective or loss of therapy due to programming no longer being sufficient is cited in the hazard analysis as severity 1 and occurrence 3. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a device was not providing relief to patient post-delivery of her baby 7 months ago. Due to pregnancy, the physician advised patient to turn off the device, but patient has had great difficulty charging since delivery. Reprogramming of device was tried several times. The patient also noted frustration with the charging of the device. Old device and lead were removed and replaced with a non-rechargeable device and new lead. It was later reported that the patient began leaking again with the initial implanted device.

Event description:
It was reported that a device was not providing relief to patient post-delivery of her baby 7 months ago. Due to pregnancy, the physician advised patient to turn off the device, but patient has had great difficulty charging since delivery. Reprogramming of device was tried several times. The patient also noted frustration with the charging of the device. Old device and lead were removed and replaced with a non-rechargeable device and new lead. It was later reported that the patient began leaking again with the initial implanted device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.